Event description:
Caller reported false negative urine hcg pregnancy results on one patient who was 10 weeks pregnant by ultrasound. A (B) (6) female came to the ER at the chicago heights campus with abdominal pain and vomiting for 3 days. An hcg test was performed at the ER with negative results. This testing was done using a different lot of devices investigated on a previous complaint. About 7 days later, the patient came to olympia field campus with the same symptoms, vomiting. An hcg test was performed at this facility using lot #hcg9050193 and it came out negative also. An ultrasound was then performed and found that she was 10 weeks pregnant with twins.

Manufacturer narrative:
Investigation: lot #:hcg9050193. Expiration date: 05/2011. Control lot: 20miu/ml hcg urine lot: hcg100223-01. 100miu/ml hcg urine lot: hcg090521-01. 236.1iu/ml hcg urine lot: hcg091103-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 236.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retained testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.